Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced hypoglycemia while using the device, with a lowest recorded blood glucose of 62 mg/dl, and received device alerts for low and urgent low; the user treated with oral glucose tablets, monitored per guidance, and blood glucose rose to 79 mg/dl by end of call. Symptoms included low blood glucose without loss of consciousness, dizziness, or need for assistance. Outcomes included no medical intervention, no hospitalization, and transient impact managed with self-treatment. Investigation included complaint intake, user interview, and troubleshooting with education on monitoring and carbohydrate treatment. Investigation of this case revealed no device malfunction identified and no component failure reported, with the event characterized as hypoglycemia of unclear cause. It was concluded, based on previously established findings for similar reports, that the cause was undetermined.